Event description:
The customer reported that the on/off switch was stuck in the off position, preventing the system from booting up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the on/off switch. The system operates as intended.